Manufacturer narrative:
Citation: belhaj soulami r, et al. Computer-assisted valve in valve in a deteriorated mosaic valve using a library of bioprostheses. Catheter cardiovasc interv. 2021 may 1;97(6):e893-e896. Doi: 10.1002/ccd.29395. Epub 2020 nov 19. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature case report regarding an (B)(6) male patient who was referred to the authors facility for symptomatic (heart failure) structural valve deterioration of a 27 mm medtronic mosaic bioprosthetic aortic valve, which was implanted 20 years earlier. Echocardiography revealed intra-prosthetic severe aortic regurgitation secondary to a cusp tear, and a computed tomography scan showed a dilated aortic root at 51 mm. Subsequently, a 29 mm medtronic evolut r transcatheter valve was implanted valve-in-valve inside the deteriorated mosaic. Discharge echocardiography confirmed a well-functioning transcatheter valve, with a mean aortic gradient of 10 mmhg, no peri-prosthetic regurgitation, and preserved left ventricular function. No unique device identifier numbers were provided. No additional adverse patient effects or product performance issues were reported.